Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) produced an error code upon interrogation. The device did not respond to magnet application.